Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
A family member reported that the up arrow was intermittently responding and required multiple hard presses for a response. The family member confirmed that there was no damage to the keypad. The patient reportedly cleaned the pump with alcohol prep wipes. Customer support advised the patient on cleaning the pump and advised the pump may no longer be water resistant.